Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose level was 41 mg/dl. Her blood glucose levels were low since she met her diabetes educator and made changes to her insulin pump. The customer treated her blood glucose level with food. Her sensor triggered threshold suspend when her blood glucose level was not low the product was not returned. Nothing further to report.